Event description:
Per the clinic, the patient developed a sensitivity to sound subsequent to sustaining a head trauma on (B)(6) 2013. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted (B)(6) 2013, and the patient was reimplanted with a new device during the same surgery.the device is unavailable for analysis as of the date of this report, (B)(6) 2013.

Manufacturer narrative:
(B)(4): device currently unavailable.